Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a blood glucose level over 500 mg/dl, but was able to treat it. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.